Event description:
It was reported that a patient is presented with capsular contracture syndrome. The lens was explanted. Additional information has been requested but no new information has been provided.

Manufacturer narrative:
The lens was returned for revaluation. Visual inspection found both lens haptics damage. Due to the condition in which the lens was returned further testing could not be performed. A sample lens from the same lot (024517) was dimensional inspected and all dimensional measurements were found to be within specifications. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined.